Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan allegedly that error occurs when meter is not in use and she does not notice what the error is. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.